Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages, can connection status, and the connector will not stay latched.a us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) was confirmed due to the monitor's electrode belt receptacle being broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged receptacle was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (service code 204, adjust belt messages, connector won't latch, can connection status) was due to a bent pin in the trunk cable, causing the belt to not plug into the monitor. The root cause for the bent pins was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.